Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver and smart device displayed an error message for low transmitter battery. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The reported issue of low transmitter battery is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(6) bluetooth pairing test was performed and passed. Share log data was reviewed and no findings related to the complaint were observed. The complaint confirmation of a low transmitter battery could not be confirmed. The root cause could not be determined.